Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 3.8 mmol/l, 1.2 mmol/l, 0.8 mmol/l, and 6.9 mmol/l. The blood glucose results 3.8 mmol/l, 1.2 mmol/l, and 0.8 mmol/l were taken from the same test strip vial. The blood glucose result 6.9 mmol/l was taken from a new test strip box. It is unknown if the same test strip lot number was used for all of the blood glucose results. The test strip lot number was not provided.